Event description:
Procedure performed: cholecystectomy event description: [translation] specifically, it is reported that during use, the upper part of the trocar opens, a flap breaks off and ends up on the operating field. Additional information received from applied medical rep via cer email 15mar24: they did not keep the whole piece but only the broken piece. Patient status was updated to 'no injuries'. Additional information received from applied medical rep via email 18mar24: updated procedure date to 21mar24 and concomitant device. The tab was pinched at the time of breakage, probably the whole seal detached after the tab broke, it fell down and was immediately caught. Grasper was being used at the time of the incident; head nurse tried to recover all the information relating to this incident but unsure off all the dynamics. Intervention: the surgeon caught it and put it aside. Patient status: no injuries.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: [translation] specifically, it is reported that during use, the upper part of the trocar opens, a flap breaks off and ends up on the operating field. Additional information received from applied medical rep via cer email 15mar2024: they did not keep the whole piece but only the broken piece. Patient status was updated to 'no injuries.' Additional information received from applied medical rep via email 18mar2024: updated procedure date to 21mar2024 and concomitant device. The tab was pinched at the time of breakage, probably the whole seal detached after the tab broke, it fell down and was immediately caught. Grasper was being used at the time of the incident; head nurse tried to recover all the information relating to this incident but unsure off all the dynamics. Intervention: the surgeon caught it and put it aside. Patient status: no injuries.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Visual inspection was performed on the returned portion and confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned portion, it is possible that the cannula wing tab damage was caused during manufacturing or improper handling of the unit. However, the exact root cause could not be determined.